Event description:
On (B)(6) 2012, clinical specialist (cs) reported the rubber on the up button of the infusion device is beginning to tear off. Cs stated the up button is not working correctly due to the rubber tearing. On follow up call on (B)(6) 2012, patient reported the up button on the infusion device is flat. Patient stated the button does not always make an audible click. Patient reported the button on the infusion device does work better sometimes when the button is pressed hard. Patient stated the issue began occurring about 3 weeks ago. Patient reported only having concern with the up button. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.